Event description:
A report was received that the patient was experiencing sharp pains at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that it was patient's preference to not use the device. The patient underwent an explant procedure. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing sharp pains at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was not explanted in 2017.

Event description:
A report was received that the patient was experiencing sharp pains at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was experiencing sharp pains at the pocket site. The patient will undergo an explant procedure.